Event description:
The patient reported developing a skin reaction on the abdomen in late (B)(6) 2025 after relocating the pod and sensor from the upper arm to that site, describing the initial presentation as small, pimple-like rashes that progressed to spreading erythema, pruritis, dryness, peeling, and residual dark spots. During the first week of (B)(6) 2025, discharge date documented as (B)(6) 2025, the patient was evaluated by the general practitioner (gp) who diagnosed contact dermatitis likely associated with either the pod or the sensor and advised immediate device removal when a rash appeared and rotation to the left side of the abdomen; no medications were prescribed. The patient managed symptoms with previously prescribed loratadine and advantan 0.1% ointment, antihistamines, and discontinued tegaderm after suspecting it as a possible contributor. Despite attempting multiple abdominal locations, symptoms persisted, and the patient moved the pod to the thigh and subsequently to the arm, where the symptoms were milder, and no active abdominal reaction remained at follow up. The pod worn during the gp visit had been discarded and was not available for return. The event was assessed as non-serious, with the outcome of recovered with sequelae due to residual hyperpigmentation, and no further follow-up was required unless symptoms recurred. There was no impact to the patient's blood glucose level in this event. Dexcom was notified of the event on 20-feb-2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's contact dermatitis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.